Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced erosion, continued pain, and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent urethroplasty, excision of eroded mesh, urethrolysis and cystourethroscopy on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2008.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was also reported that patient underwent mesh removal on (B)(6) 2008 due to infection. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/04/2017.